Event description:
It was reported that the patient experienced hemoptysis from a vessel injury caused by the wire. A v-18 control wire was selected for a sensor implantation procedure. It was noted that there was difficulty gaining access to the peroneal artery and finding a suitable target vessel. The patient began coughing once the vessel was identified, which continued during the implantation process. The sensor was placed without issue. After placement, the patient spit out blood onto a cloth. The implanting team completed all measurements and quickly completed the procedure. The patient condition improved after receiving an inhalant. The patient was stable and trained on how to use the sensor, and they were able to take measurements the next day. According to the health care professional, no damage was expected. It was confirmed that the v-18 control wire caused the vessel injury.